Event description:
Customer reported hospitalization due to high blood glucose. Customer was sick for three days prior to hospitalization. The paramedics were called, customer was vomiting and the blood glucose levels would not decrease. The blood glucose reading at the time of the event was over 600 mg/dl. Diagnosed diabetes ketoacidosis. Customer stated that physician had given her a steroid shot and the blood glucose readings would not come down. Hospital treated with IV drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.